Event description:
It was reported that the insulin pump alarmed button error, causing the insulin pump to remain blocked. The blood glucose reading was 315 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.